Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that: high frequency current was applied between the cutting wire and the tissue (or calculus) at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. High frequency current was applied when the cutting wire and the tissue (or calculus) were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The event can be prevented/detected by following the instructions for use which state: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the knife of the single use lumen sphincterotome broke when electricity was applied. The customer stated that it was likely caused by a stone near the nipple. The issue occurred during the therapeutic endoscopic sphincterotomy, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.